Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was lost. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue with an adc device was reported and sensor detached while on the 2nd day of wear. As a result, customer experienced symptoms described as dizziness and a loss of consciousness. The customer was able to regain consciousness and self-treat with "insulin jabs" (unspecified dose/type) for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.